Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the hospital with complaints of pre-syncope. Upon interrogation the device showed that the patient had received an inappropriate shock. Programming changes were made, and the device remains implanted.